Event description:
A 15mm diameter x 11.5cm length aneurx iliac stent graft was inserted for the treatment of an abdominal aortic aneurysm in 2001. The pt had severe vessel calcification and tortuosity. It is reported that a 16 french cook sheath was used and as the physician was turning the crank of the reusable handle while deploying the contralateral limb, physician heard a loud "pop." The physician noticed that the sheath separated below the "o" ring. It is reported that the physician held the handle proximally and had placed a severe angulation on the device while trying to deploy the stent graft. The physician cut the sheath on the delivery system to deploy the stent graft and then removed the stent delivery system from the patient. The physician placed another 15mm diameter x 11.5cm length iliac stent graft to overlap at the gate to make sure there was enough overlap. It was reported that the pt is fine and there is no additional clinical sequelae reported relative to the event. Returned goods investigation reveals that the device has a broken hytrel with stretch marks, kinks, tears, and hemastat marks used to retract the sheath after being cut 49cm proximal from the step of the bullet. There is no sign of stress on the remaining catheter distal to the tear. There are scratch marks 9cm long at the very distal end of the hytrel for the full 360 detgrees. One runner is excessively bent. Based on the information available and the investigation performed it is possible that the patient's severe vessel tortuosity and calcification in combination with the severe angulation placed on the device while deploying the stent caused the deployment difficulty and the breaking of the hytrel.